Manufacturer narrative:
The bayonet monopolar freche knife (mcl59) was returned for evaluation: the device history record (DHR) was reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the monopolar knife verified the complaint reported by the customer as valid. The blue sheath was melted at the end of the tip. Root cause analysis: it was determined that the issue was likely due to the use of voltage that was too high.

Event description:
It was reported that "during the procedure, the surgeon asked the nurse to give him a coagulating bipolar tip"/bayonet monopolar freche knife (mcl59). "Once the tip was plugged, the surgeon noticed that during the use, the blue sheath melted in the patient's tumor. The surgeon immediately removed the tip and noticed that there was blue fragments in the tumor. The equipment was unplugged and disinfected, and the coagulating tip was quarantined." No patient consequence was reported.